Manufacturer narrative:
This event was inadvertently filed. This event is not a reportable event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. There was no reported adverse impact to customer's blood glucose level. During troubleshooting, the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). Reportedly, the customer was following the correct process.